Event description:
It was reported to nova biomedical that a consumer received a result of 499 mg/dl on their blood glucose meter. The consumer bolused an unk amount of insulin based on that result. The consumer later tested again, getting a 345 mg/dl and again gave himself another unk amount of insulin based on the 345 mg/dl result. The consumer experienced a hypoglycemic event requiring medical intervention with emts. The emts gave him IV glucose. At 4:36am they tested the consumer with their blood glucose meter, getting a 131 mg/dl, and at 4:33am using the nova meter and strips the result was 304 mg/dl. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.